Event description:
Patient receiving torisel. At the end of the infusion, leaking was noted, coming from "spinning spiros" connector, which was attached to the tubing in pharmacy. Spill cleaned as per policy.